Event description:
It was reported that during a shunt intervention treatment procedure, a cutting balloon blade detachment occurred. The 80% occluded shunt was located in the cephalic vein on the upper left arm. The physician advanced an 8.00mmx90cm - 2cm peripheral cutting balloon to the lesion and completed three successful dilations at 8 atms. On the fourth dilation the balloon ruptured at 6 atms with a "blow out" of contrast media. Upon removal, it was noted that one of the blades of the balloon remained in the patient. No attempts were made to retrieve the blade as it was located very close to the tip of the sheath. The procedure was completed with a 9x40cm mustang balloon; with the blade stuck in the wall of the vein and the "fixation of the blade is very good without a stent." No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: a visual examination revealed that one of the four atherotomes/blades was fully detached and all but approximately 2mm of the pad was detached. The remaining proximal section of this pad is lifting from the balloon. The three remaining atherotomes/blades were not damaged. The balloon was connected to an encore inflation unit and a balloon leak was observed when positive pressure was applied. Microscopic examination revealed that the pinhole tear was <1mm in the mid body of the balloon, approximately 1cm from either end of a blade. The pinhole tear was not near the detached atherotome/blade and pad, it was located between two of the three remaining atherotomes/blades. All of the balloon material was intact. A scratch mark was evident stretching distally from the balloon tear toward the distal balloon cone and stretching proximally from the balloon tear for approximately 2mm. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Event description:
It was further reported that there were no difficulties encountered during preparation of the device. There was no resistance when advancing the device through the sheath or accessing the lesion and there was no resistance removing the balloon from the lesion. "Deflation of the balloon was prolonged due to the leak of the balloon" and blood was aspirated. More strength was required to remove the device from the sheath then usual "because the hole in the envelope prevented complete deflation." The detachment of the blade was not observed until the device was removed from the patient and the balloon was inspected. The physician's opinion is that the blade detached upon the removal of the device through the sheath.